Event description:
The manufacturer received a voluntary medwatch (mw5102243) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chest pressure. The patient was admitted to the hospital in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   A correction to b5 was made and should be reported as:    the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded, caused the patient to develop chest pressure and nausea. The patient was admitted to the hospital and discharged in response to the reported event. Patient took three celebrex over next two days after hospital discharge.   Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed.   Section(s) b1 and b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- clinical code has been corrected (missed to capture all relevant codes) section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.